Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the trial procedure, the patient was hospitalized for distress and chest pain. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue. The patient is recovering well.